Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 11/21/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improved. No symptoms or adverse event reported at the time of the call. Customer contact his doctor and his insulin regiment was increased. Previous meter is working perfect but he will begin to use the replacement product.

Event description:
Consumer reported complaint for e-5 and hi blood glucose results with symptoms. The customer is concerned with results obtained of hi and e-5. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of nausea, weakness, muscle pain and shakes. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states he feels hyperglycemic symptoms at this time. Customer states he feels nausea, shakes, weakness, and muscle pain. I advised customer to seek medical attention. Customer states he will call his doctor.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 11/21/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improved. No symptoms or adverse event reported at the time of the call. Customer contact his doctor and his insulin regiment was increased. Previous meter is working perfect but he will begin to use the replacement product.

Event description:
Consumer reported complaint for e-5 and hi blood glucose results with symptoms. The customer is concerned with results obtained of hi and e-5. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of nausea, weakness, muscle pain and shakes. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states he feels hyperglycemic symptoms at this time. Customer states he feels nausea, shakes, weakness, and muscle pain. I advised customer to seek medical attention. Customer states he will call his doctor.